Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that since starting on the pump, the customer has experienced elevated blood glucose (bg) levels, averaging in the 400s range (mg/dl). At the time of the call, the customer's bg level was 285 mg/dl. The customer has taken correction boluses and increased pump basal settings by 0.1 unit per hour; however bg level remained elevated. The customer reported that it took more insulin than expected to fill tubing, but eventually drops were seen exiting the tubing. A system check was not performed with tandem technical support, as the customer had already changed out the infusion set. The customer adjusted pump settings and bg level lowered.